Event description:
It was reported that following the implantation of two preloaded intraocular lenses (iols), the post-operative refractive results during a follow-up examination on (B)(6) 2025 were od (right eye) -1.0 0.8v and os (left eye) -0.75 astigmatism -0.5 d 0.8v. On (B)(6) 2025 we learned that the patient has undergone yttrium aluminum garnet (yag) laser treatment for posterior capsule opacification in both eyes. The patient is currently not dissatisfied and is scheduled for a follow-up appointment on (B)(6). No further intervention is planned. No further details were provided. Note it is unknown which lens was implanted in which eye. This report is for the lens indicated. Another report will be submitted for the other lens.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.